Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel and noise were observed. Patient was asymptomatic. The noise was not reproducible in clinic. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up , another instance post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that during follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient is doing fine.